Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo distal right coronary artery that was 99% stenosed. A 2.25x12mm nc traveler balloon ruptured when inflated once at 6 atmospheres for 10 seconds. The balloon was replaced with a non-abbott device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.